Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message from the adc device. The customer indicated due to this issue, they were unable to obtain readings. The customer was seen by a healthcare professional who obtained a reading of 500 mg/dl on their meter and received insulin via IV (dose/type unknown) for treatment of hyperglycemia. The customer was also diagnosed with uti and administered antibiotics. There was no report of death or permanent injury associated with this event.